Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the catheter lumen (venous/blue) was found to be blocked when the guide wire was being inserted after tissue dilation. The end tip of the guide wire was unable to pass through the lumen when it reached the hub region of the catheter. A new catheter kit was used to replace the blocked catheter immediately. The patient was under local anesthesia and there was no reported extension of anesthesia time. There was no patient injury.